Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after connecting the pump to a power source. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer to ensure back up therapy was obtained; however no response from the customer was received.